Event description:
It was reported via investigation "stylet wire was bent/kinked coming out of the package." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2196 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refv2196) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the stylet was confirmed but the cause is unknown. A 3cg stylet assembly was returned for evaluation. The t-lock assembly and solo connector were found on the stylet with kinks noted in the core wire distal and proximal of the assembly. In addition, a kink in the plastic tubing was visible 5.8cm from the distal tip of the stylet. Microscopic observation of the kink revealed that the plastic tubing was slightly compressed and bent. No breaks or tears were noted in the plastic tubing. The plastic tubing wall thickness was measured and found to meet the device specifications. Possible contributing factors for a kinked stylet could include damage during handling and advancement or retraction against resistance. Since a kink in the stylet was found to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported via investigation "stylet wire was bent/kinked coming out of the package." No other information was provided.